Event description:
It was reported to manufacturer that the magnet swipe was not working like it had in the past to decrease the length of the seizure. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.